Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient has interstim and pacemaker. Pacemaker was over pacing and caller wanted to know if the interstim device could cause that. The patient was admitted a day prior to this call and 10 minutes ago was when the "over pacing" of the heart started. It was noted that change of symptom was considered sudden. There was no fall/trauma reported that could be related to this issue. It was reviewed with caller the best way to see if the interstim was interfering with pacemaker or any monitoring was to turn off stimulation with patient's remote control if available. Caller didn't know if it was available and would talk to family. Addition information received 10 days later stated that she does remember calling. Stated the admitting physician called in cardiology to see patient and they decided it was not an issue. States no interventions were done and nothing was changed on the stimulator that she was aware of. The caller did not know the cause of the issue. Patient has already been discharged from the hospital. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.